Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was slightly kinked near the mid-joint approximately 137.0 cm from the proximal end. The introducer sheath friction lock pet was shifted proximal to its initial position on the introducer sheath. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed a damaged introducer sheath friction lock. The friction lock¿s inner diameter (ID) is smaller than the rest of the introducer sheath which allows it to seat properly on the pusher assembly mid-joint. If the pusher assembly mid-joint is positioned proximal to the introducer sheath friction lock, resistance may be experienced during subsequent attempts to advance the device. During functional testing, the smart coil was advanced through its introducer sheath with resistance experienced while advancing the mid-joint through the friction lock. The smart coil was then advanced through a demonstration microcatheter without issue. Further evaluation revealed the introducer sheath friction lock shifted proximal to its initial position. If the introducer sheath is forcefully gripped when advancing the pusher assembly against resistance, damage such as this may occur. The shifting of the friction lock may have contributed to the resistance experienced. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils using a non-penumbra microcatheter. The physician then felt resistance while advancing a smart coil into the microcatheter and, therefore, the smart coil was removed. The procedure was then completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.